Manufacturer narrative:
(B)(4).

Event description:
It was reported that, when the user attempted to ligate, the jaws got broken during a surgery. Therefore, the applier was replaced with another unit to complete the procedure. Nothing fell/remained in the patient and no injury to the patient occurred. The applier was purchased by the hospital within 1 year.